Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds and diminished r-wave sensing. The lead remains in use. It was further reported that the right atrial (ra) lead has oversensing noted on some electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.